Event description:
Device was carried by courier to facility outside of the box; user fully expanded to the extreme and closed the device prior to use. Device leaked during use. User encountered difficulty opening and closing the infusion basket. Procedure completed using the device. No patient harm.